Event description:
As reported by the edwards field clinical specialist, during a transapical tavr procedure, the 23mm sapien valve moved during deployment, resulting in a final position of 70:30 ventricular and moderate-to-severe central aortic insufficiency (cai) and paravalvular leak (pvl). A second sapien valve was implanted in a 50:50 position within the first, which resolved the cai and pvl. The patient was noted to be in stable condition following the procedure. The native aortic annular diameter was 20mm by CT. The native aortic valve and root were severely calcified. The patient had a porcelain aorta. The diameters of the sinotubular junction (stj) and the sinus of valsalva (sov) were unknown. The patient¿s ejection fraction (ef) was 65%. Prior to deployment, the sapien valve was positioned 50:50. The image intensifier angle and the coaxial alignment of the valve and delivery system were both described as good. During deployment, ventilation was held and there was no loss of pacing capture.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. Per the instructions for use (IFU), device malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the ventricular malposition cannot be confirmed. However, a combination of patient (severe native valve and root calcification, porcelain aorta) and / or unappreciated procedural factors likely contributed to the event. The pvl and cai was likely a result of the ventricular malposition. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.